Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
The customer reported that the operational sound around the inlet of the device was loud. The customer requested an operational check, and noted that in october the vibration-proof ring was adjusted. There was no patient involvement.